Event description:
Device has been explanted.

Manufacturer narrative:
Device analysis: analysis of the returned device identified: weight within specifications, creases fold, wear abrasion, voids in the gel and deformation device. Gel was observed to be cloudy after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and no longer wants textured implants.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and "no longer wants textured implants." Device remains implanted.